Manufacturer narrative:
One cleo device was returned for analysis of complaint of line blocked alarm. As received no damage or anomalies were observed. An occlusion test was conducted on the returned sample. An occlusion was observed. In attempts to locate the occlusion the set was connected to a syringe with red dye and fluid was attempted to be pushed through the tubing. Fluid was observed to not make it to the connector. The connector was cut off, and fluid was observed to make it through the tuning. A canula was attached to the syringe and fluid was attempted to be pushed through the connector. Flow was not established. Inspection of both ends of the canula on the connector showed no damage or anomalies. The complaint of line blocked alarm can be confirmed due to the occlusion observed. The probable cause of the occlusion observed is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that patient using a cleo 90 infusion set experienced line blocked alarms. A sample was returned for analysis, and an occlusion test was conducted on the returned sample. An occlusion was observed. The event occurred while in use with patient. No patient harm or no patient injury.